Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they were having calibration issues and issues with sensor glucose versus blood glucose. Blood glucose level at the time of incident was 47 mg/dl and was treated with insulin drip. Troubleshooting occurred but issue was not resolved. Insulin pump will not be returned for analysis.